Event description:
It was reported to philips that the system was unable to power on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited the site and conducted an analysis of the system log files. The investigation revealed that the flexvision pc was unavailable, and it was confirmed that the system was not starting up properly due to a fault in the flexvision pc. Although the supplier's part analysis could not conclusively determine the root cause of the flexvision pc failure, the replacement of the unit by the fse successfully resolved the reported issue. Following the replacement, the system was restored to full functionality and returned to service in good working condition. The codes have been updated based on the investigation's outcome.